Event description:
This type of tank has a valve on the side that must be opened before o2 is delivered. There is no warning that o2 is not flowing, and the visible regulator makes it appear that the tank is, in fact on.